Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, a review of media provided by the customer showed evidence of a catheter partially visible and the sheath kinked.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the medial anterior descending (mad) branch. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the device was fractured and could not continue. The procedure was completed using another of the same device. The patient condition following procedure was stable and there were no patient complications. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. The device was confirmed to have kinked.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the medial anterior descending (mad) branch. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the device was fractured and could not continue. The procedure was completed using another of the same device. The patient condition following procedure was stable and there were no patient complications.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). During the analysis of the returned device, it was found the sheath kinked, which confirms the reported allegation. Additionally, the media attached to the parent record shows the sheath kinked which confirms the reported catheter kinked, but it does not show enough to identify a device defect that could have contributed to the reported complaint.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the medial anterior descending (mad) branch. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the device was fractured and could not continue. The procedure was completed using another of the same device. The patient condition following procedure was stable and there were no patient complications. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. The device was confirmed to have kinked.